Manufacturer narrative:
On (B)(4) 2016, a field service engineer (fse) conducted on-site follow-up with the customer. The fse observed build up on the large syringe lead screw and guide rail. The lead screw was cleaned which returned the instrument to normal operation. The fse then ran 10 - 15 patients with no errors found. Since the instrument was functioning as intended, no additional activities by field service were required. The most probable cause of the reported event was due to a dirty lead screw on the large syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, a customer reported error 706 large syringe error with their g8 analyzer. In addition, the customer indicated observing had z axis errors. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.